Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the force bipolar was found broken at the shaft meets the metal end of instrument before the wrist. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The instrument was found that way right before the procedure started. It was not used on the patient whatsoever.

Manufacturer narrative:
During visual inspection, the instrument was found to have a broken main tube at the distal end. Proximal clevis was found to be dislodged as result of the main tube breakage. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instrument excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.

Event description:
Refer to h11 for follow-up information.